Event description:
Customer reported the red blood cell (rbc) and hematocrit test results were elevated for the 5c cell controls when using the coulter lh 750 hematology analyzer. There were no erroneous results generated on patient samples, because the customer stopped using the instrument after the quality control was outside of 2 standard deviations for multiple levels. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and discovered that the pilot actuator at valve vl12f was sticking. The fse replaced the pilot actuator resolving the reported issue. (B)(4).